Manufacturer narrative:
Product analysis: the distal tip was slightly flared. The 4th and 11th distal stent segments were severely deformed. (B)(4) .

Event description:
The device was removed from the packaging per the instructions for use, inspected and prepped prior to use with no issues noted. The lesion was pre-dilated. Physician was attempting to use one endeavor resolute drug-eluting stent in a severely calcified lesion in the rca with 70% stenosis and moderate tortuosity but the stent deformed when passing through the lesion. There was resistance encountered when advancing the device and no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. There was no injury to the patient. Please note that this device (resolute endeavor) is not marketed in the united states; however it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions